Event description:
Hill-rom received a hill-rom technician stating the siderail is not latching. The bed was located at the account on the (B)(6). There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a broken screw on the right side rail latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the screw on the right side rail latch to resolve the issue. Based on this information, no further action is required.